Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flush button bracket was replaced and adjusted to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the flush button intermittently sticking potentially causing over delivery of pressure. There was no patient involvement.